Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned for investigation. The returned pump was visually inspected, and a cannula kink was observed. Minimal biomaterial was observed in the cannula but not on the impeller. The cause of the issue was a kinked cannula. Pump in ventricle alarms at the time of the suction and low pump flow which may have contributed to the cannula kink.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 85-year-old male undergoing a cryoablation was implanted with an impella cp device for mechanical circulatory support. It was reported that after cryoablation started the cp flows dropped abruptly. Troubleshooting was unsuccessful. The physician removed the impella, leaving 14/13 sheath and proceeded with cryoablation without replacing the cp but with a backup available. The patient is stable.